Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and dilaudid via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that their pump was empty. The patient mentioned that they fell on friday the 16th and dislocated their left elbow and broke 2 bones in their left arm. Per the patient, they were admitted to the hospital and had surgery on the following monday. The patient said they are in "so much" pain and are "delirious from the pain and lack of medicine." The patient stated that they were told to come in for a refill and they were currently driving to their doctor¿s office. The patient stated that if they can't get to their doctor for a refill, they "will die." The patient also stated this was the first time they heard their pump alarm, and they thought it was something else. Additional information was received from the patient the next day who reported that they received their new handset and communicator and were requesting assistance pairing the devices. The agent walked the patient through the pairing process after which the patient was able to connect to the ptm and deliver a bolus. The agent walked the patient through the therapy details, and during the call, the patient repeatedly said they were in so much pain and that they were allowed 14 boluses per day.